Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed "no disposable-pump won't run." The pump was silence, settings were reviewed and it was powered off. The clamp was closed and the cassette was removed and gently tapped to disperse air bubbles in the line. The cassette was then replaced and the pump was powered on, but the alarm persisted. The steps were repeated with no resolution. The rate was 60ml/hr with a reservoir volume of 90.2ml; 28.5ml was given. There was no patient, or clinician injury associated with this occurrence.